Event description:
It was reported that the customer stopped the use of his insulin pump because his blood glucose level was too low, and the insulin pump was delivering too much insulin. The customer's blood glucose at the time of the call was 345 mg/dl. The customer treated himself with a manual injection. The customer returned to using his insulin pump and was unable to bolus. Advised customer to program the insulin pump before using it. Customer stated that he had received an unexpected restart alarm. Customer stated that there was an instance in which his one touch meter gave a blood glucose reading of 145 mg/dl and his countour gave a blood glucose reading of 545 mg/dl. Customer further mentioned a hospitalization on (B)(6) 2014. Customer went to the hospital due to the countour blood glucose reading of 545 mg/dl. Customer stated that, at the hospital, his blood glucose reading was 122 mg/dl. Explained why his insulin pump was alarming history check failed on startup. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.